Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she received a no delivery alarm many times on the insulin pump. Customer stated that her pump was broken and her blood glucose was 571 mg/dl. Customer stated that she cannot treat. Customer stated that she was frustrated and had hiccups due to her high blood glucose. Customer stated that she has a back-up plan. Customer does not feel okay to troubleshoot. Customer stated that she spoke to a health care professional earlier in the day. Customer's blood glucose has been high. Customer stated that the pump was just replaced in (B)(6) and it has defaulted in the same way as the previous pump. Customer stated that the pump was broken and refused troubleshooting.